Manufacturer narrative:
Investigation: per the customer, they had their service tech check the machine, everything checked out ok. The customer's medical director thinks the replacement hct may have been above 58%, causing the high patient hct. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately.

Event description:
The customer reported that after a red blood cell exchange (rbcx) procedure, the patient's post hematocrit (hct) was higher than what was programmed. The patient's beginning hct was 28% and the programmed end hct was 30%. The end hct after the procedure was 40%. Perthe customer, patient's hematocrit was rechecked the next day and it was 37%. No medical intervention was necessary and the patient is in stable condition. The customer declined to provide patient's identifier. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A service call was conducted for the machine. No issues were found and the machine performed as designed. A correctly working machine would not have contributed to an abnormally high hct as long as accurate values are used for inputs. The customer was contacted and it was confirmed that they did not test the hct of the replacement cells but instead use the common value of (B)(6). The patient's hct was checked 48 hours before the procedure and the hct of (B)(6) was used for the pre-hct and (B)(6) used for the post-hct target. A review of the lot for similar reports was performed and none were found. Root cause: a definitive root cause could not be determined. It is possible that there was a variation in the patient's hematocrit after the blood sample in which it was higher than usual. Itis also possible that the replacement rbc's supplied by one of the hospital's vendors was higher than usual.